Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f24. H10 : d4 (expiration date: 01/2027). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pleurx safety valve was not working its got damage after placement. On (B)(6) 2024- received an email response from complainant for information requested. Refer email attached. (B)(6). Patient condition was not good at present as I discussed with kol. When hi inserted the catheter drainage properly. On (B)(6) 2024- received an email response from complainant for information requested. Current patient condition is not good. Hi is serious after pleurx placement. Our consult is very annoyed.

Manufacturer narrative:
H10: pr (B)(4) follow-up emdr for device evaluation: a lot was provided, and a DHR review was performed. As a result of the DHR review no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. A sample was unavailable for analysis. We are unable to confirm a failure or identify a root cause. We are unable to confirm any failure that contributed to the adverse event. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis (qda) process. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pleurx safety valve was not working its got damage after placement 04-oct-2024- received an email response from complainant for information requested. Refer email attached. Shaik khashifa samrin. Patient condition was not good at present as I discussed with kol. When hi inserted the catheter drainage properly. 03-oct-2024- received an email response from complainant for information requested. Answers added in follow up tab. Refer email attached. Shaik khashifa samrin current patient condition is not good. Hi is serious after pleurx placement. Our consult is very annoyed.